Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Review of the transmission revealed, the implantable cardioverter defibrillator (ICD) went into backup operation. Programming changes were performed to address device reset issue; the cyber security was also updated. There were no patient consequences.